Manufacturer narrative:
Complaint confirmed, the tip detached due to the weld breaking. Laser markings are discolored. No further damage observed. The device was manufactured in 2015. The cause of the event is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an internal right and semitendinosus surgery the welding of the end of the device has released. The cutting part detached from the handle inside the patient making it impossible to remove the graft with this instrument. The broken off piece was retrieved from the patient. According to the surgeon there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.